Event description:
It was reported that the customer merged the incorrect data and rejected the original images after the merge, however, the customer did not correct the dicom tags on the rejected images. The node for e-firm (non-ge remote workstation) had the permission to request rejected images. Customer queried e-film for images and viewed rejected images with incorrect tags. Surgery was performed on the wrong patient due to incorrect image merge. The patient outcome is unknown.

Manufacturer narrative:
The situation was caused by an inadequate configuration of the ge healthcare system in connection with a third party device. The setting "request c-move from pacs (retrieve) for rejected images" has been disabled for this specific e-film workstation. A follow-up report will be filed if additional information becomes available.